Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have been stuck in "preparing to prime" loop. Customer's blood glucose was 141 mg/dl. During troubleshooting, customer was able to correct issue by pressing the act button. Second reservoir received a no delivery alarm. Troubleshooting was performed for no delivery alarm and customer was able to clear alarm. Customer was advised that insulin pump was working as designed.